Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, eno dr ((B)(6)) was implanted with vega r52 ((B)(6) ) and vega r58 ((B)(6) ) on (B)(6) 2022. On (B)(6) 2023 a vega r58 revision occurred due to rv threshold increase to > 2.5v@1ms. Dr. Aschacher also reported about alternating threshold values. The lead ((B)(6) ) left abandoned because it was not able to extract it. A new vega r58 ((B)(6) ) was implanted in this procedure. The discharge fu on (B)(6) 2023 showed again an exit block of the new vega r58 ((B)(6) ) and dr. Aschacher again reported about alternating threshold values. Because of that he was not sure if the new vega lead is the cause of the problem or the eno dr pacemaker. For that reason he repositioned the vega r58 ((B)(6) ) and also replaced the eno dr to a new one on (B)(6) 2023. His reasoning was that the connector could be the cause of the problem. But after the revision he mentioned that it was more likely a dislocement of the lead, due to an exit block measured intraoperative with the medtronic analyzer.

Event description:
Reportedly, eno dr (235cr00f) was implanted with vega r52 (drg016059) and vega r58 (drg019963) on 2 december 2022. On 23 june 2023 a vega r58 revision occurred due to rv threshold increase higher than 2.5v@1ms, the doctor also reported about alternating threshold values. The lead (drg019963) left abandoned because it was not able to extract it and a new vega r58 (drg035056) was implanted in this procedure. The discharge follow-up on 26 june 2023 showed again an exit block of the new vega r58 (drg035056) and the physician again reported about alternating threshold values. Because of that he was not sure if the new vega lead or the eno dr pacemaker was the cause of the reported issue and for that reason he repositioned the vega r58 (drg035056) and also replaced the eno dr with a new one on 26 june 2023. His reasoning was that the connector could be the cause of the problem but after revision he mentioned that it was more likely a dislodgement of the lead, due to an exit block.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Investigation summary: the manufacturing process for all devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. The provided files revealed that on 23 june 2023, the ventricular lead impedance and sensitivity decreased before coming back to previous values. All the recorded episodes were dated 23 june 2023 between 10h30 and 10h50 most probably the reintervention that occurred to replace the vega r58 (s/n drg019963) lead. It should be noted that the reported electrical issue for the vega r58 (s/n drg019963) lead may be attributable to a probable lead (micro)-dislodgement. Regarding the new vega r58 (s/n drg035056) implanted lead, x-rays review demonstrate that the lead has moved from its initial position resulting to a lead dislodgement explaining the observed high ventricular capture threshold. Lead dislodgement is a well-known potential complication associated to such implantable devices that is discussed in the device instructions-for-use and published literature. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. No tightening mark was observed on the atrial and the ventricular set screw tip which could indicate an inappropriate connection at the atrial and ventricular level. It should be noted that upon insertion of the is-1 lead pin, it is important to verify the is-1 lead pin protrudes beyond the connector port prior to and during any screwing operation as to assure an appropriate pacemaker-lead connection. Therefore, no issue is suspected on the subject pacemaker.